Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the hypotube. A visual examination of the crimped stent found no signs of damage, stretching or lifting of the stent struts. However it was noted that the crimped stent had moved proximally on the balloon, which is consistent with an un-deployed stent experiencing resistance during attempts to advance the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found the mid-shaft severely damaged and broken. Multiple kinks, stretching and damage of the mid-shaft was also evident distal to the break point. The bumper tip of the device showed no signs of damage. No further issues were noted during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states "that it is inadvisable to use this product on ¿highly tortuous¿ lesions or ¿heavily calcified lesions¿. The complaint report states that several trials and several devices were used to cross the lesion which indicates severe calcification. (B)(4).

Event description:
Reportable based on device analysis completed on 02-dec-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 38x3.0mm de novo target lesion was located in the left anterior descending artery (lad). Following simultaneous predilations, a 38 x 2.75mm taxus libert long drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and was exchanged to a 15 x 2.75mm non-bsc stent but the non-bsc stent also failed to cross the lesion. The procedure was completed with a 28 x 3.0mm taxus stent which was able to cross the lesion after a lot of tries. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break and the stent moved on balloon.